Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being hospitalized due to elevated blood glucose levels after an unspecified duration of pod wear. The specific date of event was not provided. Blood glucose levels were reported to have increased above 600 mg/dl at the time of the event. The patient did not report the length of hospitalization but noted to have missed three days of work. No additional information regarding the diagnosis or treatment received during medical evaluation was provided, and multiple good-faith attempts to obtain further details were unsuccessful. No further information is available.